Manufacturer narrative:
The ge service representative confirmed there was no image displayed on the left monitor. The x-ray tube was replaced. The collimator, iris, and tube were calibrated. The system is operating as intended.

Event description:
The customer reported that there was no image displaying on the monitor of the 7700 system. No patient injury was reported.